Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software was downloaded, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.